Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had hip surgery in 2016 which required revision in 2022 due to fracture at the femoral neck level.